Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain, hearing loss, infertility, gestational diabetes, pain in hip, rectal bleeding, paronychia, miscarriage and sinusitis. Previously administered products included for an unreported indication: flonase and bactrim ds. Concurrent conditions included mammogram, dizziness, urinary incontinence, colonoscopy, paronychia and eye irritation. Concomitant products included cefalexin (keflex) and fluconazole. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (in (B)(6) 2016, patient underwent a bilateral salpingectomy and/or hysterectomy to remove essure) and surgery (in (B)(6) 2016, patient underwent a bilateral salpingectomy and/or hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, abdominal pain, back pain, adverse event and dysmenorrhoea outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, adverse event, back pain, device dislocation, dysmenorrhoea, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in an adult female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain, hearing loss, infertility, gestational diabetes, pain in hip, rectal bleeding, paronychia, miscarriage and sinusitis. Previously administered products included for an unreported indication: flonase and bactrim ds. Concurrent conditions included mammogram, dizziness, urinary incontinence, colonoscopy, paronychia and eye irritation. Concomitant products included cefalexin (keflex) and fluconazole. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnonnal symptoms"). The patient was treated with surgery (in (B)(6) 2016, patinet underwent a bilateral salpingectomy and/or hysterectomy to remove essure) and surgery (in (B)(6) 2016, patinet underwent a bilateral salpingectomy and/or hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, abdominal pain, back pain, adverse event and dysmenorrhoea outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, adverse event, back pain, device dislocation, dysmenorrhoea, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Following events were added: abnormal bleeding (vaginal), menorrhagia and dysmenorrhea (cramping). Lot number added. Event outcome added for : abnormal bleeding (vaginal) and menorrhagia. Historical and concomitant conditions added. Onset dates of events added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in a 41-year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, hearing loss, infertility, gestational diabetes, pain in hip, rectal bleeding, paronychia, miscarriage, sinusitis and stress urinary incontinence. Previously administered products included for an unreported indication: flonase and bactrim ds. Concurrent conditions included mammogram, dizziness, urinary incontinence, colonoscopy, paronychia, eye irritation and abnormal uterine bleeding. Concomitant products included cefalexin (keflex) and fluconazole. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"), 8 days after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnonnal symptoms"). The patient was treated with surgery (in (B)(6) 2016, patient underwent a bilateral salpingectomy and/or hysterectomy to remove essure and in (B)(6) 2016, patient underwent a bilateral salpingectomy and/or hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, abdominal pain, back pain, adverse event and dysmenorrhoea outcome was unknown and the vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, adverse event, back pain, device dislocation, dysmenorrhoea, heavy menstrual bleeding, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received. Reporter information, patient's date of birth and other relevant history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in a 41-year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, hearing loss, infertility, gestational diabetes, pain in hip, rectal bleeding, paronychia, miscarriage, sinusitis and stress urinary incontinence. Previously administered products included for an unreported indication: flonase and bactrim ds. Concurrent conditions included mammogram, dizziness, urinary incontinence, colonoscopy, paronychia, eye irritation and abnormal uterine bleeding. Concomitant products included cefalexin (keflex) and fluconazole. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"), 8 days after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (in (B)(6) 2016, patient underwent a bilateral salpingectomy and/or hysterectomy to remove essure and in (B)(6) 2016, patient underwent a bilateral salpingectomy and/or hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, abdominal pain, back pain, adverse event and dysmenorrhoea outcome was unknown and the vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, adverse event, back pain, device dislocation, dysmenorrhoea, heavy menstrual bleeding, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Batch no d01969, production date 2014-08-21, expiration date 2017-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (in (B)(6) 2016, patient underwent a bilateral salpingectomy and/or hysterectomy to remove essure) and surgery (in (B)(6) 2016, patient underwent a bilateral salpingectomy and/or hysterectomy to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation and uterine perforation to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.